Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator passed pre-use check tests and no malfunction was found. No parts were replaced. The device logs were not received. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).